Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Concomitant medical products: (right) 375cc mentor memorygel breast implant catalog: 3544375 lot: 7608467 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) middle eastern female patient who underwent primary breast augmentation with a 375cc mentor memorygel breast implant on the left side, suffered capsular contracture; baker grade ii, post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.